Event description:
It was reported that patient underwent total knee arthroplasty on (B)(6) 2011. During the procedure, the tip of a drill bit fractured during trialing and had to be removed from the surgical site.

Manufacturer narrative:
Review of receiving certificate of conformance showed that lot released with no recorded anomaly or deviation. There are warnings in the package insert for related implants that state that this type of event can occur: under precautions, it states, "intraoperative fracture or breaking of instruments has been reported. Surgical instruments are subject to wear with normal usage. Instruments, which have experienced extensive use or excessive force, are susceptible to fracture." Evaluation of returned device shows fracture artifacts that are consistent with a torsional overload. The user facility was notified of the event on (B)(4) 2012. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA.

Manufacturer narrative:
User facility filed both medsun and medwatch report (B)(4) on (B)(4), 2012, in regards to the same issue.